Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "error 322" was not reproduced. A review of the event history log revealed "system error 322 - link switch error (low)" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty lower auxiliary. The lower auxiliary required to be replaced to correct the reported problem.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.